Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and low blood glucose of 20 mg/dl. The customer stated that they treated the low blood glucose food and orange juice. The customer's blood glucose was 227 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.